Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20h06ge271, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: the patient closed the clamp to stop the infusion thinking that the drug was completely used up. However, when he went to the hospital, the nurse in charge was able to show that there was a 50ml remnant inside the pump. That is, an additional 10 hours of infusion. If we take into account that the infusion started on (B)(6) 2021 at 5:00 pm and that it was removed on (B)(6) 2021 at 6:00 pm, this infusion would have reached a total of 35 hours and the infusion should have lasted 48 hours. Infusion of the drug 5-fluorouracil.